Event description:
It was reported that the case failed due to channel 1 not working, and they would like the unit evaluated. The staff attempted to re-probe and re-intubate the patient during the event. This did not resolve the problem. The procedure was a failure and the only reported malfunction was that channel 1 was not working, tech support was unable to help the staff get channel 1 working. Customer do not believe an injury occurred and the doctor believes it was the patients anatomy that caused the failure. Additionally added that patient planned for a total thyroidectomy. Once surgeon started procedure, he completed a right thyroid lobectomy. Attention was turned back to the ligament of berry and the recurrent laryngeal nerve was gently swept posteriorly and away from the ligament. We took extra time and caution to dissect safely the nerve away and we used the nerve stimulating device during the entire procedure to ensure that. We always had relatively weak signal with frequencies up to 300-400 and good waveform. Bipolar and 2-0 silk ties were used to divide the thyroid gland and remove it off the anterior wall of the trachea. The pyramidal lobe was identified and separated from the trachea with bioplar. The thyroid was then separated from the trachea and isthmus divided using electrocautery. The isthmus was d ivided using ligasure. After that the nims stopped working suddenly. No muscle or anything else would stimulate. Troubleshoot occurred in or with no luck. Procedure stopped for safety of the patient. Surgeon who stated it is unclear if it is a device malfunction or patient's anatomy added that patient has enlarged goiters which could have caused nerve damage. Patient to see surgeon in office in 1 week to be referred to ent to indirect laryngoscopy to check status of vocal cords and return back for completion of surgery once ent clears. There was no patient impact reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.